Event description:
It was reported that a basal/bolus infusor leaked inside the housing. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Evaluation summary: the unit was received for evaluation. A functional leak test was performed by refilling the reservoir with green color water in order to identify the exact location of leakage. After fill, leakage was observed at the welded area of the volume indicator port located inside the infusor housing. The reported leak problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): lot number 13d022 was manufactured april 4, 2013 - april 5, 2013.a review of the batch records was performed. During manufacturing, an issue related to the reported condition was found involving the leaking at the welded area of the volume indicator on the fillport. The lot was reworked and met all release criteria. The cause of the reported issue was determined to be a manufacturing issue with an inadequate weld of the volume indicator to the port. A CAPA has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.